Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR # 2134265-2013-05426 and 2134265-2013-05427. It was reported that during an unspecified procedure, the motor drive unit (mdu) failed to pullback. During the procedure, the motor drive unit of an ilab instl basic system 120v did not pullback. A motor drive unit from another lab was used and the procedure was completed.